Event description:
A skin reaction at the insertion site while wearing an abbott diabetes care (adc) device was reported. As a result, the customer experienced symptoms described as "burning, heat," and was unable to provide self-treatment. The customer had contact with a healthcare professional (hcp) who removed the adc device and applied an unspecified cream as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.